Event description:
Iradimed infusion pump allow for initial setup guardrail programming in fractional numbers (1.2, 2.4, etc) when units to be programmed are in mg/hr, mcg/kg/min, mcg/kg/hr, etc. However, they do not allow initial setup programming in fractional numbers when programming items that are doused in units (insulin, vasopressin, etc). The iradimed pump is requiring that for these medications the user is to conform to their requirements and deviate from current practice rather than their equipment conforming to practice. The options to comply with the companies terms are either to use whole numbers only (deviate from guardrails while patient is undergoing MRI) or to not include an entry for a particular drug (insulin, vasopressin). Either option does not provide an appropriate outcome.